Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the defibrillation conductor was distorted. It was noted that there was blood/body fluid on the outer tubing overlay, the outer insulation had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that there was increased threshold and decreased sensing on the right ventricular lead. The physician attempted to reposition the lead, but damaged the proximal coil. The lead was extracted and replaced. No patient complications were reported as a result of this event.